Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. He stated the iol was exchanged for a different model lens and the patient is doing well. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 04/20/2012 and 05/16/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).